Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor communication and last charged 3 weeks ago. The patient reported they had issues with recharging, trying to connect and getting all the coupling bars. It was taking forever to charge. Patient indicated ins pocket and position looked normal. No symptoms were reported at this time.